Event description:
When the pt arrived at the hospital after being involved in an automobile accident, it was noted that the pt was bloated. Respiratory therapist disconnected the ambu bag from the oral endotracheal tube and noticed a large release of air. The r.t. Stated the oxygen was connected to the wrong place causing inability to ventilate pt (it was connected to manometer port and not the oxygen port).